Manufacturer narrative:
Additional information: the stent is not in the proper location, but remains in the patient's eye, therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. However, the surgeon noted that patient is a ¿keen horse-rider¿. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful left eye trabecular micro bypass stent system procedure, the surgeon observed one (1) of the two (2) stents dislodged during examination at twelve (12) months postop visit. Reportedly, prior to twelve (12) month visit, the surgeon confirmed that both stents were secured in the trabecular meshwork (tm), and the patient¿s visual acuity was reported at as good without inflammation. In addition, the surgeon noted that the patient is a ¿keen horse-rider¿. Additional information is being requested.